Manufacturer narrative:
Batch review performed on 25-apr-2022. Lot 1905110: 150 items manufactured and released on 09-aug-2019. Expiration date: 2024-07-27. No anomalies found related to the problem. To date, 148 items of the same lot have been sold without any similar reported event.

Event description:
The patient came in reporting instability 1 year and 9 months after the primary surgery. The surgeon revised the insert with a 17 mm and the surgery was completed successfully.